Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The yaw pulley adjacent to the broken wire exhibited thermal damage. Additional observation found unrelated to the reported complaint included: the instrument was found to have thermal damage at the yaw pulley. Damage to the conductor wire was observed. The instrument failed the electrical continuity test, confirming a complete break in the wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not work. A wire was visible on the moving part. The procedure was completed with no patient harm.